Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a pre-use inspection, the image on the bronchofibervideoscope was found to be unclear, with dots appearing on the image and creating artifacts. No patient involvement was reported in association with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, and the reported failure of unclear image was confirmed. In addition, reportable malfunctions of corrosion were found on the control unit, cord, mouthpiece and switches were identified during the device evaluation: based on the results of the investigation, the probable cause of the camera video image not clear was due to image guide bundle breakages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.